Event description:
It was reported after the programmer was switched off and re-interrogated, an error message appeared as - all therapy off -. The investigation results stated a parameter error may potentially be introduced by pressing the exit button when device programming was ongoing. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.